Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a printer issue. The field service engineer found printer not plugged in all the way under the top cover and lid not closed on printer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a printer issue. The customer stated that the mlm zebra printer is not printing causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.